Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, an issue was encountered with the device when the firing sound strange and the handle was stiff, so the tacker did not come out smoothly. The rotation force of the tacker was insufficient, resulting in inadequate fixation of the mesh. The tack was not properly placed onto the tissue, and the mesh was not adequately fixated. A new device was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that one instrument returned without the blister pack. No abnormalities were observed upon inspection of the tube assembly. Tacks were observed within the tube and were not protruding. Functional testing found that the handle was actuated, and the instrument cycled. Partial engagement of the internal gearing was noted. The tack did not deploy properly into media. The instrument handle was actuated two more times with none of the tacks deploying properly into the test media. The instrument was disassembled to inspect the internal components. The drive and pinion gears were damaged. It was reported that when the firing sound strange and the handle was stiff, the tacker did not come out smoothly. The rotation force of the tacker was insufficient, resulting in inadequate fixation of the mesh. The tack was not properly placed onto the tissue, and the mesh was not adequately fixated. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the instrument is excessively manipulated during use. In this case the excessive manipulation could be from firing against an improper surface or obstruction. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: a minimum of 4.2 mm thickness of tissue over underlying bone, vessels, or viscera is needed for full engagement of the tack. In addition, thicker prosthetic material may compromise full engagement of the tack. Material thickness should be carefully evaluated prior to application of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.